Event description:
The facility representative reported a flogard infusion pump with a failure code of 66. It is unknown when this condition occurred. The customer stated that it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "f-66 on right side" was confirmed during evaluation of the device. The cause of the problem was a defective main battery. Service replaced the main battery to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.